Manufacturer narrative:
A visual examination of the sample revealed a hole in the extension tubing where it enters the luer. Extensive testing was performed by engineering to duplicate the complaint. Returned samples showed material degradation in the area of the luer to extension two part bond. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of the two-part bond when the luer material was changed (B)(4). Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the manufacturing process to determine the two-part bond. (B)(4). Medcomp will monitor for future incidents of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the PICC was found to be leaking.